Event description:
It was reported that recently the patient was not satisfied with their therapy and the ¿on-off symptom was obvious.¿ after an MRI, the patient¿s healthcare professional (hcp) decided to replace the leads. The result was off target and there were no problems found when the leads were inspected. Both leads were explanted and replaced. Following the replacement the patient was well.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0e6gr, product type: lead; product ID 3389s-40, lot# va 0c3as, product type: lead. (B)(4). Analysis of the lead (s/n (B)(4)) found no significant anomaly. The body of the lead was cut through and the product was segmented. Analysis of the lead (s/n (B)(4)) found no significant anomaly. The body of the lead was cut through and the product was segmented.